Event description:
Patient reported cadd legacy pump sn (B)(4) alarmed while patient was wearing it, the alarm was unknown. Patient stated pump looked old as well. He switched to alternative pump, new pump sent to patient along with return box for malfunctioning pump. No adverse event occurred. Dates of use: from unk to ongoing. Diagnosis or reason for use: i27.0.